Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that the motor device and attachment devices overheated. It was further reported that the attachment devices were stuck. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 7/27/2009 to 6/6/2012. The UDI has been updated accordingly. (B)(4). Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device failed for thermistor assessment, rotational speed assessment / low rotations per minute (rpms), noise assessment and hand control assessment. During service/repair, it was determined that the flex circuit was worn out and the resistor identification (ID) was also worn out with a separated wire (cable frayed). It was further determined that the flex circuit was worn out which caused the thermistor and hand control assessment failures, which was consistent with wear out from normal use and servicing over time. It was further determined that the worn out resistor identification (ID) with the separated wire was also part of the flex circuit, which was consistent with normal handling of the device over time. That was what caused the low rpms which led to the noise failure. The issue was due to worn out from normal use and servicing over time. It was determined that the issues were consistent with normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.